Manufacturer narrative:
Manufacturing site evaluation: up to now, the implants are not available for investigation, furthermore we did not know the reference code, as well as the batch number. There are no x-ray figures available. Investigation no product at -hand - therefore an investigation is not possible. Pictorial documentation : there are no pictures available. Batch history review : a review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause : based on the information available it is not possible to determine a possible root cause for the failure. Rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: product safety case was created. Any action regarding CAPA will be addressed with this case.

Event description:
No further details were provided.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with knee implants vega. According to the complaint description: "vega total knee arthroplasty (tka) loosened 14 months after surgery. Columbus revision was implanted instead of a simple vega poly swap, as was originally planned. This incident did cause a 20 minute delay in surgery." A revision surgery was necessary. Additional information was requested. The adverse event is filed under aag (B)(4). Components involved: to be confirmed (femur, tibia, poly, obturator).